Event description:
The endo knife sold by anmuth medical does not have appropriate IFU instructions, for example: the IFU instructed the user to "ultrasound" the device. Additionally, when requested, the company was not able to provide the sterilization validation testing. The device is a reusable scalpel attached to a laparoscopic instrument. The scalpel is reused; however, the blade becomes dull which could lead to patient harm. The scalpel is not cleaned effectively following the provided IFU instructions. Finally, the cleaning process is high risk for employee injury with a sharp biohazardous device, and does not meet the requirements of the osha bloodborne pathogen standards. I was not able to locate the 510k in the FDA database. The MFR claimed predicate device; however, they did not provide the letter from the FDA when requested, nor was I able to find it in the online database. Anmuth medical, beverly, ma 01915 us.